Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. The product identity was not confirmed as a result of the part not being returned. This complaint was opened as it was reported that these implants pulled through the bone twice. This evaluation is for the second instance. It was reported that the patient was severely osteoporotic and the surgeon was aware that the plates and screws were most likely not going to hold the sternum. It was also reported that the surgeon was satisfied with the use of the sternalock blu plates and screws as opposed to wires, was not surprised when the sternum pulled apart, and did not blame the product. The distributor also indicated that no revision will occur. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures or physician reports were provided. For these reasons, the complaint could not be verified. It was reported that the patient was severely osteoporotic and the surgeon was aware that the plates and screws were most likely not going to hold the sternum. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The package insert states in the possible adverse effects that "poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device." The user facility is foreign; therefore a facility medwatch report will not be available. The product was not returned for evaluation. Because the part and lot numbers are unknown, the device history records could not be reviewed. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported sternalock blu plates and screws were implanted and additional wires were placed around the sternum due to the patient's osteoporotic bone. Subsequently the screws pulled out; at this time no revision has occurred. The surgeon was aware the screws were most likely not going to hold the sternum and was not surprised when the sternum pulled apart; this event was patient related not product related.